Event description:
During follow-up, loss of capture and oversensing were observed on the right ventricular (rv) lead. The device was explanted and replaced. The rv lead was capped and replaced. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer's reference number: 2017865-2018-05484.

Manufacturer narrative:
The reported events of loss of capture and oversensing were not confirmed in the laboratory. No anomalies were observed on the device during testing. Output measurements and capture test revealed no output issues. Evaluation of the device header and connections found no anomalies that could contribute to the reported event. The associated leads were not returned for analysis.